Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01633. It was reported the patient experienced ineffective therapy after multiple falls. As a result, surgical intervention occurred wherein the leads were explanted, addressing the issue.